Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The power cord was replaced and the issue was resolved.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power plug had braised and burned. The device is down.

Manufacturer narrative:
The power cable was returned to the manufacturer for evaluation. After a visual/physical examination the reported issue was confirmed. The cable failed a visual inspection due to the plug being electrically overstressed. The cable was replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power plug had braised and burned. The device is down.